Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Both the left ventricular and right ventricular leads were explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis found external and internal insulation abrasions that had breached the insulation at 5.1 cm to 5.3 cm from distal tip. Abrasions are consistent with constant friction with another implantable device or feature of the heart.